Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that his son wears the pump and his blood glucose was up over 500mg tonight. Customer was having a high blood glucose event this evening and would like some assistance. Patient's blood glucose at time of incident was 500 mg/dl. Patient's current blood glucose was 426 mg/dl. The customer had anxiety and acid reflux. The customer reported that after manual injection of 5u blood glucose was coming down. The customer treated for high blood glucose with syringes. Based on customer report customer does not allege pump was under delivering. The customer does not want to do the high pressure test at this time. The customer was advised to monitor blood glucose. The insulin pump will not be returned for analysis.